Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the upper case was broken. It was noted the incoming functional test could only be performed after placing a new upper case. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported the tuning knob was broken. The external pulse generator was returned for service. There was no indication of patient involvement.